Event description:
It was reported that far-field r wave oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming. The patient was stable and will continue to be monitored. There were no adverse consequences.